Event description:
The pt was randomized in 2007 for two-vessel disease. The indication for the index procedure was an acute myocardial infarction >72h at unk location. The target lesion was at the proximal lad. At one year follow-up, the pt reported discontinuation of antiplatelet treatment due to financial reasons and forgetfulness since 2007. The pt suffered an anterior non-q wave myocardial infarction the next month. Peak ck-mb and troponin were >5 above upper normal levels. Thrombus was confirmed on angiography. Target lesion revascularization for 99% stenosis and proximal peri-stent restenosis was performed the following month. An add'l 3.0x13mm cypher stent was implanted.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.